Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, noise on the right ventricular (rv) lead was noted due to lead damage. The patient was hospitalized, but no further intervention was performed at this time. The lead will continue to be monitored in the hospital until the revision. The patient was stable with no adverse consequences.

Event description:
Additional information received indicated the right ventricular lead was capped and replaced to resolve the issue.

Event description:
Additional information received indicated right ventricular lead damage was confirmed with diagnostic imaging.